Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the device photographs identified red particle material on the shell and an opening. Device analysis was performed through photographs, and due to the impossibility to perform a microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. The reported events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side "implant rupture," and later added "bilateral capsules with fibrosis¿ baker grade ii, ¿synovial metaplasia, unspecific chronic inflammation, giant cell reaction of foreign matter type" and "siliconoma in an armpit [with] adenopathy in the right armpit." The device has been explanted.